Event description:
Incident as report: endopyelotomy, "acucise device (endopyelotomy/endoureterotomy catheter kit) malfunctioned. Surgeon was unable to thread the guide wire through the device, occlusion in the device. Surgeon was able to place stent, not able to use device as planned."

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for eval. A follow-up report will be sent within 30 days or upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.